Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the lcb insertion tube buckle. Based on the result, we concluded that it was caused due to a physical damage applied on the lcb insertion tube. In addition, we confirmed that the air/water nozzle clogged and the light guide cable cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.

Event description:
A/w nozzle clogged. The time of event is unknown. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.